Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t machine experienced a low temperature alert in dialysis mode. The biomed replaced the power supply, the sensor board, negative temperature coefficient (ntc)#2 and ntc#44 to resolve the reported issue. During the repair, the biomed observed soot residue on the ic3 chip in addition to burnt resistors on the power supply board (resistors r10 and r11). Upon follow up, the biomed stated that the damage was found during a preventive maintenance (pm) check. No damage was found on any other component. There was no burning smell, smoke, sparks, flames, or arcing. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. It was confirmed that there was no patient involvement associated with the reported event. The faulty parts were discarded and were not available to be sent back for evaluation. The reported damage on the power supply board was visible in a photo provided by the biomed. At the time of follow up, the machine was still out of service, however, the biomed stated the machine was ready to be returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.